Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen1970 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the sales representative got a call from the doctor on (B)(6) 2021. The doctor stated that during the PICC line placement he find the difficulty to fix the groshong connector (7812400) with PICC line. Some how after 20-30 minutes efforts he fixed that connector with PICC line. Normally the PICC line fix with connector smoothly but the doctor feels that in the groshong nxt PICC kit (7655405) the accessory in the kit connector (7812400) had some issue which delayed the procedure time.